Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The august 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
On september 05, 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure using a trapezoid rx lithotripter compatible basket was performed (female patient). According to the complainant, an "unusually large" stone was captured in the basket and an alliance ii inflation/litho device gun was attached to the device's handle. While attempting lithotripsy, the "wire broke inside the basket catheter." The physician was unable to remove the stone from the basket; therefore, the scope was removed and lithotripsy was then attempted with a "soehendra device." During this attempt, "the basket wire broke at the soehendra handle." The physician opted to leave the basket in the patient with "the wire protruding out of the patient's mouth" and send the patient for surgery. Reportedly, the basket was removed during surgery. At the conclusion of the procedure, no patient complications were reported.